Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a broken orange (+5v) wire in the trunk cable, a broken brown (-5v) wire in the trunk cable, and a broken yellow (pgnd) wire in the trunk cable. The root cause for the broken wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was receiving a code 204 (belt/monitor unusable).